Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure the lead was attempted to be implanted but the helix would not deploy, and therefore could not be fixed to the v (ventricle) apex. It was noted that the helix required over thirty rotations before it would deploy. The lead was removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant procedure the lead was attempted to be implanted but the helix would not deploy, and therefore could not be fixed to the v (ventricle) apex. It was noted that the helix required over thirty rotations before it would deploy. The lead was removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the distal lv (low voltage) electrode of the lead was covered in blood, the helix was extrinsically bent, and the visual summary analysis indicated there was damage at implant. Analyst comments stated the lead was returned with the helix fully extended and bent (damage extrinsic) with blood on it. However, the helix was able to be extended and retracted within specification.